Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of blinking light source was confirmed, due to a faulty turret motor. The allegation of possible loose connection was confirmed, due to a worn scope socket. In addition, the front panel mouth was damaged. There was corrosion inside the air pump tubing. There was a non-olympus lamp life meter that was reading at 300+ hours, with light output measuring with specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera ii xenon light source experienced blinking of light source and possible loose connection with attaching the scope. The event occurred during preparation for use. There was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, it was determined that the phenomenon, ¿light source is blinking¿, occurred due to faulty turret motor. Additionally, the phenomenon, ¿front panel mouth is damaged¿, occurred due to worn out scope socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.